Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with air bubbles in their reservoir. It was reported that the customer has to prime to eliminate air bubbles twice per day. It was reported that the air bubbles start at the reservoir and move to the tubing. It was reported that the customer would call back if further assistance was needed. No further information provided.